Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (leg) after wearing a pod for less than 1 hour. The site was painful, red and warm to the touch. The patient's blood glucose levels reached 23 mmol/l (414 mg/dl) at the time and placed a new pod to treat high bg levels. After 2 weeks, the site had not improved and the patient saw a doctor. The patient was diagnosed with a bacterial infection and was prescribed antibiotics, but could not recall the name. The patient resides in the netherlands but was travelling in croatia at the time of the event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.